Event description:
A malfunction was reported on the pump by the caller, but there were no notable events leading up to the malfunction. The caller's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the glucose level. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).